Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing incision from bunion removal and tibial sesamoidectomy and tailor¿s bunionectomy procedure, the needle broke. The surgeon used another device to complete the case. There was no patient injury.